Manufacturer narrative:
A2. Reported patient age is the median age of all patients in the article study group. A3a. Reported patient sex is the sex of the majority of all patients in the article study group. B4. Reported event date is the date of the article's electronic publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Bibi, r., bankole, n. D. A., donnard, b., giubbolini, f., boucherit, j., barrot, v., herbreteau, d., ifergan, h., janot, k., boulouis, g., & bala, f. (2024). Safety and efficacy of surpass evolve flow diverter for intracranial aneurysms: a study of 116 patients. The neuroradiology journal, 37(2), 184¿191. Https://doi.org/10.1177/19714009231224408 medtronic review of the literature article found a study of 116 patients with 120 aneurysms treated for both ruptured and unruptured intracranial aneurysms between may 2019 and june 2022. Adjunctive coiling was performed in 11 of the procedures, particularly for treatment of large or giant aneurysms. It was indicated that echelon 10 microcatheters used in some of the adjunctive coiling procedures. The article did not specify in which cases echelon catheters were used. The article also did not specify if the patients who experienced adverse events were treated with adjunctive coiling. No device malfunctions was reported associated with the echelon 10 microcatheter. 2 patients included in the study had died within 6 months of the index procedures but it was noted that the patients' deaths were not associated with the procedure or devices. Additionally, one patient experienced intra-operative bleeding which was corrected with coiling after the bleeding was observed; as the coiling intervention was performed after bleeding was observed, this event is not considered associated with the medtronic echelon catheter. Acute focal neurological deficits arose in 4 cases, with 3 being permanent and 1 transient. In two cases, in-stent thrombosis occurred post-procedure due to missed ticagrelor doses. The transient neurological deficit, resulting from a missed ticagrelor dose, was r esolved without extra intervention. Therefore, in those two cases the patient adverse even is not associated with the echelon catheter and was known to be due to missed antiplatelet medication post-operatively. In-stent thrombosis was a complication during the procedure in one case with a wide-neck communicating artery aneurysm, which was treated with tirofiban administration. As this event occurred intra-operatively and it was not indicated whether or not an echelon catheter was used in this procedure so the adverse event is considered conservatively. Arterial access complications involving pseudoaneurysms occurred in two cases which was managed surgically in one and via endovascular stenting in another.